Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of low r-wave sensing and high pacing impedance were not confirmed.

Event description:
During an initial implant procedure, high pacing lead impedance values and low r-wave sensing values were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences.